Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's system was auto reducing, and the patient's system diagnostics recorded high impedances on the leads. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.